Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a sample metering event occurred where sample fluid was aspirated from the wrong tube/cup position of a sample tray for three different patient samples when tested on a vitros 5600 integrated system. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient sample results were not reported outside of the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a sample metering event occurred where sample fluid was aspirated from the wrong tube/cup position of a sample tray for three different patient samples when tested on a vitros 5600 integrated system. The assignable cause of the event was not yet determined; however, it is possible a hardware issue with the affected sample tray or a software or hardware issue with the vitros 5600 integrated system was the cause of the event. The investigation of the event at the site is ongoing. Additional review of the debug files collected from the vitros 5600 integrated system at the time the event occurred is ongoing. Once the investigation is completed, a follow-up regulatory report will be filed with the conclusion.